Event description:
It was reported that during a lap hysterectomy procedure, the blade tip broke off into the pt. The piece was retrieved. Another device was used to complete the procedure. There was no adverse pt consequence reported.

Manufacturer narrative:
H4, 6: info anticipated, but unavailable at this time.